Event description:
It was reported that, "patient was revised for dislocation. The 28mm liner was removed and replaced with a constrained liner. Femoral head was also replaced with a 22mm head to articulate with the constrained liner."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If additional information or the device becomes available a supplemental report will be issued.